Manufacturer narrative:
Date sent to FDA: (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a recurrent hernia surgery on (B)(6) 2014 and mesh was implanted by dr arthur vayer. The mesh was removed on (B)(6) 2015. She had another recurrent hernia surgery on (B)(6) 2015 and mesh was implanted by dr (B)(6). It was reported that the patient experienced an undisclosed adverse event. She had another surgery on (B)(6) 2017 to repair hernia (no product indicated). It was reported that the patient continues to experience pain, nausea, diarrhea, chills, inflammation, loss of appetite and weight loss. No additional information was provided.